Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is deployed outside of the sheath. There is a kink to the inner liner 10.5cm from the tip. There is buckling to the inner liner 15mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 09-nov-2021. It was reported that crossing difficulties and kink occurred. Vascular access was obtained via contralateral approach. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified external iliac artery. Following a 6f introducer sheath was placed, a .035 non-bsc guidewire was crossed the lesion. Pre-dilation was performed resulting to a 60% residual stenosis. A 9x100x75 epic vascular stent was advanced for treatment. However, the device unable to cross the lesion and kink was noted. The procedure was completed without replacing the device. No patient complications were reported. However, device analysis revealed stent deployed outside of the sheath.